Event description:
A home patient (hp)'s wife- the caregiver (cg) contacted baxter's technical service center requesting information on a system error (se) 2240 alarm on the homechoice (hc) machine during in dwell cycle 4 / 5. Per the cg, she turned off the hc machine and disconnected the hp and finished with manual bag. The technical service representative (tsr) explained the alarm and the hp / cg agreed to call the technical service center next time they have an alarm. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the cg on (B)(6) 2010 regarding the alarm, it was revealed that the alarm occurred while the hp was asleep. Per cg, hp resumed therapy without any issues. Per cg, the sample was discarded and the lot number was unknown. No patient injury or medical intervention was indicated at this time. No further information was provided. Please see referenced "related" complaint (B)(4) for evaluation of the device.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).